Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of an error code and additionally noted that it failed some incoming tests and that its battery contacts were contaminated. All found defective parts were replaced and all other identified issues were resolved, the main board was replaced and calibrated and the device passed all tests with no visual or electrical anomalies and the device conforms to specifications. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.